Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to confirm the pump was not plugged into a power source and advised using their finger to firmly press the center button, but the display did not turn on. Customer declined further troubleshooting.